Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device wasn't sealing properly, it delivered energy but the quality of the seal wasn't normal, so the vessels were bleeding more than usual. There was no regrasp alarm reported. There was an end tone heard and there was an evidence of energy delivery. The vessels were partially sealed so the bleeding wasn't excessive. Another ligasure was used and worked fine. There was no patient injury.